Manufacturer narrative:
Block h6: device code a0401 captures the reportable investigation result of basket wire fully detached. Block h11: investigation results. The returned dakota basket was analyzed, and the handle returned in good condition. A visual evaluation noted that the device returned with the grasper on its open position and the sheath returned free of bents or kinks. However, it was possible to observe that the strain relief returned kinked. Microscopic examination was performed under magnification, and it was noticed that the grasper was able to open; however, one of the grasper wires remained inside when the grasper was open. Analysis of x-ray was taken, and it was noticed that one of the long leg grasper wires was tangled inside the sheath. Destructive test was performed and using a cutting plier the grasper was cut to remove the handle cannula from the device to see the condition of the grasper wires. The device was disassembled and found that one of the long leg grasper wires was fully detached from the assemble, indicating that the component was submitted to tension. With all the available information, boston scientific concludes that the reported event of was confirmed. Based on the investigation results, all the observe findings could be related with handling and manipulation of the device during procedure. Therefore, taking all available information into consideration, the most probable cause of this complaint is cause traced to component failure since the failure of the device component is not related to any design or manufacturing issue.

Event description:
It was reported that a dakota retrieval basket was used during a cysto litho laser procedure. During the procedure, the basket did not open completely. The procedure was completely with another of the same device with no patient complications. However, investigation of the returned device revealed that one of the long leg grasper wires was broken and fully detached from the assemble.